Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer reports edta tube vacuum frequently incorrect causing incomplete fill. Issue is vacuum that allows underfilled tubes through multiple lot numbers. Per customer, edta underfill happens almost every single tube. Distributor is fisher scientific customer states they have used the products for years. Sometimes tubes have been recollected when syringe plunger has to be gently pressed due to edta tube underfill. Did exposure to blood/ bf occur? No affected product: cat 367856. Lot 3074265".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) retains were visually inspected and no issues were observed relating to underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. However, to ensure that tubes draw to an acceptable volume a number of factors should be considered:

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer reports edta tube vacuum frequently incorrect causing incomplete fill. Issue is vacuum that allows underfilled tubes through multiple lot numbers. Per customer, edta underfill happens almost every single tube. Distributor is fisher scientific customer states they have used the products for years. Sometimes tubes have been recollected when syringe plunger has to be gently pressed due to edta tube underfill. Did exposure to blood/ bf occur? No. Affected product: cat 367856 lot 3074265."